Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced sustained high blood glucose, with the cgm indicating ¿high¿ and a confirmatory glucometer value of 381 mg/dl; the user reported using a teflon infusion set in the abdomen with a g7 cgm, performed a recent supply change, noted usual meals without unannounced snacks, and consumed a couple of glasses of wine. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.